Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the handpiece is overtorqued as a result of misuse that caused a crack in the housing. The torque base was not (or not correctly) used which is user mistake. To resolve the issues, the housing and o-rings will be replaced and the calibration, safety and final test according to manufacturer specification must be performed. Root cause - the root cause is confirmed as overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. A CAPA has been raised to investigate overtorquing of the handpiece and is pending corrective action. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) had a cracked case and was overtorqued during an unspecified surgery. There was a delay of approximately 30 minutes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.